Event description:
The customer reported that an 840 ventilator had white fuzzy bottom screen. The failure happened while the device was not used on a patient.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) liquid crystal display (lcd). The unit passed extended self-testing.